Event description:
One pt repeatedly tests non-reactive on the immulite 2000 ahbs assay and reactive on an alternate method (advia centaur). There was no report of pt harm or adverse health consequences due to the discordant immulite ahbs result. The pt was treated for a chronic hbv infection which has been resolved.

Manufacturer narrative:
The cause for the discordant ahbs results is unk. Discussions have taken place with the customer to obtain additional info and a sample from this pt for further testing at siemens, but these have not been provided. No further eval of the device can be done.